Manufacturer narrative:
Additional information was added to e1 address/phone #, h6 (update codes), h11. E1: initial reporter phone no.: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: as the lot # is unknown, the UDI consists of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut in the tubing of a continu-flo solution set. This was noted when the nurse was priming the line with normal saline solution. There was no patient involvement. No additional information is available.